Event description:
The customer reported the system disconnected while emitting x-ray. This is likely a system lock up situation. There are no reports of patient injury or death associate with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.